Manufacturer narrative:
The investigation has determined that a lower than expected troponin I result was obtained when processing multiple samples from the same patient on a vitros 5600 system. The assignable cause of the event is unknown; however, the issue is isolated to samples obtained from one patient. An interferent in the samples that affects the vitros tropi es assay, but not the non-vitros assay cannot be ruled out as contributing to the event. Ortho issued a customer letter - ¿information on how biotin may affect specific vitros microwell assays¿ to alert customers of the effect high-dose biotin supplements have on some vitros immunodiagnostics products (microwell assays) such as the vitros tropi es assay. The vitros tropi es assay includes the use of streptavidin-biotin in the design which may be susceptible to biotin interference. The customer was unable to definitively confirm or rule out if the patient was taking any over the counter supplements that contained biotin. The tsc reviewed historical tropi es qc data and concluded there is no indication of a vitros troponin I es lot 2810 issue. However, a reagent issue cannot be entirely ruled out as a contributing factor as there is no lot specific peer data to confirm quality control performance. There was no diagnostic within run precision testing performed to confirm the performance of the two vitros 5600 integrated systems and therefore an instrument issue could not be ruled out as contributing to this event. Pre-analytical sample processing is not a likely contributing factor but could not be entirely ruled out as a contributing factor, as it is unknown if the customer is adhering to the sample collection device manufacturer¿s recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
Hold for ll 5/30/18 a customer obtained lower than expected troponin I results when processing multiple samples obtained from a single patient tested using a vitros 5600 integrated system. Sample 1 tropi es = <0.012 (vitros <url) versus 0.104 (siemans > negative threshold) ng/ml. Sample 2 tropi es = <0.012 (vitros <url) versus 0.102 (siemans > negative threshold) ng/ml. Sample 3 tropi es = <0.012 (vitros <url) versus 0.102 (siemans > negative threshold) ng/ml. Sample 4 tropi es = <0.012 (vitros <url) versus 0.109 (siemans > negative threshold) ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate medical action if not detected. The lower than expected patient result was reported outside of the laboratory. The result was questioned by the physician and repeat testing occurred on an alternate siemans system, the non-vitros siemens results were reported to the physician. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).